Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device investigation summary: during evaluation of the sample was found ruptured. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: chest injury, capsular contracture, and rupture. Concomitant product: 450cc mentor memorygel breast implant, (catalog number: 3504504bc, serial number: (B)(4)). Manufacturer record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4) . It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided chest injury, rupture, and capsular contracture baker grade ii-iii. In (B)(6) 2018, the patient was playing soccer and was hit in the right breast with the soccer ball. The incident caused the patient to experience pain and rapid deceleration in their right breast. After a physical examination and an MRI, a physician confirmed the patient¿s diagnoses of rupture and capsular contracture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with unspecified 500cc mentor saline breast implants.